Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cover didn't snap over the unspecified bd¿ needle during use. There were reports of contaminated needle sticks. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that the cover didn't snap over the unspecified bd¿ needle during use. There were reports of contaminated needle sticks. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Device single use?: no. Device returned to manufacturer: no.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the cover didn't snap over the unspecified bd¿ needle during use. There were reports of contaminated needle sticks. There was no report of exposure, injury, or medical intervention noted.